Event description:
It was reported that within a few days of implant, the rv (right ventricular) lead was noted to be dislodged. It was further noted that due to patient anatomy it had been very difficult to position the lead and maintain lead position. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 457445 implantable pacing lead, (B)(6) 2013. (B)(4).